Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device's energy level was set to 200 joules and upon discharge, the energy level decreased to 10 joules. Also, the device's associated paddle controls worked intermittently. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.